Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Upon device interrogation, the left ventricular lead exhibited loss of capture. The patient presented on (B)(6) 2018 for lead revision procedure. Fluoroscopy revealed that the lead had dislodged. The physician was unsuccessful in explanting the lead and therefore capped and replaced the lead on (B)(6) 2018. The patient tolerated the procedure well and was discharged.